Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the latter part of a nephrectomy, the jaws of the device would no longer open. The device was wiggled off but the removal caused oozing under 200cc. Another device was used to complete the procedure without incident. There was no tissue damaged and no pt injury.